Event description:
It was reported that the pump touch screen was unresponsive and timing off sooner than expected. There was no adverse impact to customer¿s blood glucose level. The customer declined further troubleshooting and follow-up.